Event description:
The manufacturer received information alleging the medical institution staff reported "there was a case where an airflow failed to start. The device was being used as usual, but it seemed that the event log was not being recorded". Although the device was in patient use, there was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. An error was logged that indicated unable to write to event log, the device's power management board was replaced to address the issue. Additional findings not related to the issue include a life-related smell, for which the blower, inlet path foam, outlet flow path, right side assembly were replaced. The device was cleaned and passed all functional testing.